Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received excessive no delivery alarms. It was reported that no delivery alarms were resolved with infusion set change, but would later receive no delivery alarms. Customer reported that reservoirs were worn for six months at a time and would continue to refill. Customer was advised against wearing reservoir for that amount of time. Customer's blood glucose was 20 mmol/l, which was treated with insulin pump. Troubleshooting was performed and customer did not believe that no delivery alarms were due to reservoir or infusion sets. Insulin pump would not be replaced.

Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self test, off no power test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No unexpected delivery alarm noted during testing. No cosmetic damage noted.